Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately around february from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7126602.

Event description:
It was reported that patients lead had migrated. It was noted also that patient was not able to get enough pain relief. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was not release by the facility.